Manufacturer narrative:
The immucor laboratory tested retention product on (B)(6) 2018 which performed as expected. The internal immucor tracking number for this record is (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpectedly (B)(6) manual test tube result when using anti-a (murine monoclonal) series 1 by manual test tube, which led to an abo mistype.